Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to monitor only mode due to a sensing and pacing issue with the patient's transvenous right ventricular (rv) lead.

Manufacturer narrative:
The patients ejection fraction had reportedly increased to 70 percent, and the physician did not feel that the patient required tachycardia therapy anymore. Instead of performing a lead revision, the physician elected to program off tachycardia therapy. No adverse patient effects have been reported as a result of this observation, and current records indicate that this device and rv lead remain implanted and in service. This event will be updated if any additional information becomes available. Subsequently, this device and rv lead was explanted and returned to boston scientific for analysis. Analysis of these products was performed at our post market quality assurance laboratory. Analysis confirmed that the device met labeled longevity expectations. The device was subjected to a series of automated diagnostic test that verified normal pacing, sensing, and shocking functions. Final analysis concluded that the device was operating within specification. Analysis of the rv lead verified that there were set screw marks on the terminal pin. The is-1 proximal seal ring was lifted. The terminal insulation was rolled back and stuck to itself. There were some tears in the terminal insulation on the proximal seal rings, in the area where the insulation had rolled back. Further inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. Two abrasions on the lead body were also identified. Additional testing verified the insulation integrity and electrical continuity of the lead. This event will be updated if any additional information becomes available.